Event description:
Customer's wife reported hospitalization. The insulin pump was not working. The blood glucose reading at the time of the event was 1200 mg/dl. Customer could not walk and his body would not function. Customer was lethargic, vertigo, shy-drager syndrome and vomiting. Customer was treating with manual injection and was taken to hospital by ambulance. Hospital treated with IV drip. The current blood glucose reading is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.